Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set the phlebotomist activated the safety button and found the needle did not retracted completely this resulted in a needle stick injury. The following information was provided by the initial reporter: after specimen extraction, the phlebotomist activated the safety button and found the needle did not retracted completely. He reported needle stick injury as well. We have a major issue with the ultra touch push button butterfly 23g. One of our staff get needle stick injury due to the manufacturing defect of this butterfly. We were using this product in a long period of time and we were satisfied with that. But we get the first incident which we noticed that when we push the button the needle is not completely go back inside the chamber. This issue happened on (B)(6) 2019 and we already informed the company about it. The investigation is going on...its really danger and on (B)(6) staff get needle stick injury.